Event description:
Doctor reported that mount could not disengaged from implant. Procedure completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number: k011245 and k002188.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI. D9: device available for evaluation change ¿no' to 'yes'. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. It was reported that mount could not disengaged from implant at tooth site 15. Zimvie received one (1) spb10, (impl tapered sp 3.7mm 10m m octagon) for evaluation. Visual evaluation / functional test was performed, signs of usage on implant and during functional testing, the mount could not be removed. DHR review was completed for the subject lot number 2022120852. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022120852 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The functional testing, the mount could not be removed. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.